Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('malposition of essure device location of device: bent upon itself/no essure coil in abdomen and in pelvic/in the uterus there was 1 essure coil noted, which appeared to be coming from the left tube, which had fallen into the uterine cavity') and device dislocation ('there is no evidence for essure coil in the fallopian tube region/polyp forceps were used to grasp the one visible essure coil') in a 41-year-old female patient who had essure (batch no. 653902) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device physical property issue "malposition of essure device location of device: bent upon itself" on (B)(6) -2010. The patient's medical history included abortion, diverticulosis, renal cyst nos and cholecystectomy. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), 29 days after insertion of essure. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant) and pelvic pain ("pelvic pain/pain"). The patient was treated with surgery (surgical removal of coils,operative hysteroscopy laparoscopy and bilateral tubal ligation). Essure was removed on (B)(6) 2010. At the time of the report, the device expulsion and device dislocation outcome was unknown and the pelvic pain was resolving. The reporter considered device dislocation, device expulsion and pelvic pain to be related to essure. The reporter commented: essure right side 4 coil, left side 6 coil procedure: after performing an intraoperative essure approximately 4 weeks prior without incident, the patient began to experience left-sided pain beginning on about postop day 4. She was evaluated in the office several times with normal examination and normal sonogram and akub, which on the date of surgery revealed only one essure coil present. Polyp forceps were used to grasp the one visible essure coil and it was removed successfully. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on an unknown date: there is no essure coil anywhere in the abdominal or pelvic cavity. 2. Incidental finding of nonspecific hypodense 1.3 cm lesion in the upper pole of the left kidney but no significant enhancement, probably hyperdense cyst. 3. Nonspecific mild haziness in the retroperitoneum, ?mild form of retroperitoneal fibrosis or other type of mild reactive inflammatory process. 4. The left renal lesion and the retroperitoneum can be followed with contrast enhanced MRI in six months to establish stability.; on an unknown date: 1.1 cm simple appearing upper pole left renal cyst as described. No evidence of acute abnormality. Status post cholecystectomy. Ultrasound scan vagina - on (B)(6) 2010: unilateral occlusion (right tube occluded malposition of essure device. Urinary system x-ray - on an unknown date: there is no evidence for essure coil in the fallopian tube region. Even the essure coil seen on recent kub cannot be located. If this essure coil migrates superiorly, it may be obscured by high density material from ingested oral contrast. Patient is being recalled back for additional views of the abdomen after clearance of oral contrast. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-oct-2019: quality safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('malposition of essure device location of device: bent upon itself/no essure coil in abdomen and in pelvic/in the uterus there was 1 essure coil noted, which appeared to be coming from the left tube, which had fallen into the uterine cavity') and device dislocation ('there is no evidence for essure coil in the fallopian tube region/polyp forceps were used to grasp the one visible essure coil') in a (B)(6) female patient who had essure (batch no. 653902) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device physical property issue "malposition of essure device location of device: bent upon itself" on (B)(6) 2010. The patient's medical history included abortion, diverticulosis, renal cyst nos and cholecystectomy. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), 29 days after insertion of essure. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant) and pelvic pain ("pelvic pain/pain"). The patient was treated with surgery (surgical removal of coils,operative hysteroscopy laparoscopy and bilateral tubal ligation). Essure was removed on (B)(6) 2010. At the time of the report, the device expulsion and device dislocation outcome was unknown and the pelvic pain was resolving. The reporter considered device dislocation, device expulsion and pelvic pain to be related to essure. The reporter commented: essure right side 4 coil, left side 6 coil procedure: after performing an intraoperative essure approximately 4 weeks prior without incident, the patient began to experience left-sided pain beginning on about postop day 4. She was evaluated in the office several times with normal examination and normal sonogram and akub, which on the date of surgery revealed only one essure coil present. Polyp forceps were used to grasp the one visible essure coil and it was removed successfully. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram on an unknown date: there is no essure coil anywhere in the abdominal or pelvic cavity. 2. Incidental finding of nonspecific hypodense 1.3 cm lesion in the upper pole of the left kidney but no significant enhancement, probably hyperdense cyst. 3. Nonspecific mild haziness in the retroperitoneum, mild form of retroperitoneal fibrosis or other type of mild reactive inflammatory process. 4. The left renal lesion and the retroperitoneum can be followed with contrast enhanced MRI in six months to establish stability. On an unknown date: 1.1 cm simple appearing upper pole left renal cyst as described. No evidence of acute abnormality. Status post cholecystectomy. Ultrasound scan vagina on (B)(6) 2010: unilateral occlusion (right tube occluded malposition of essure device. Urinary system x-ray on an unknown date: there is no evidence for essure coil in the fallopian tube region. Even the essure coil seen on recent kub cannot be located. If this essure coil migrates superiorly, it may be obscured by high density material from ingested oral contrast. Patient is being recalled back for additional views of the abdomen after clearance of oral contrast. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs and mr received: event malposition of essure device location of device: bent upon itself/no essure coil in abdomen and in pelvic/in the uterus there was 1 essure coil noted, which appeared to be coming from the left tube, which had fallen into the uterine cavity and was bend added. Lab data, lot number, added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.